Event description:
Per the clinic, the patient experienced an infection around the implant site, resulting in the decision to explant the device. Reimplantation is planned, but had not taken place at the time of this report, july 28, 2010.

Event description:
It was reported that the device was being prepared to be used in an unknown procedure. The device was opened and the tech noticed the device was broken. The part is above the handle and appears detached. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)